Event description:
It was later reported by the patient's physician that the episode of cluster seizures were stress-induced pseudo seizures.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was hospitalized for three days due to cluster seizures. Her output currents for all modes were decreased in the hospital. It was noted that the patient did not take nazilam that day and did not respond to nh3. The patient had low magnesium and low potassium. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.